Event description:
It was reported that when the device was used during a laparoscopic colectomy procedure, the staples malformed. Another device was used to complete the case with no consequence to the pt. The device was discarded.